Event description:
Adverse event(s): "overcorrection" (overcorrection); "decrease in bcva". (Vision, impaired). Product problem(s): "none reported" (no info). A ophthalmic technician reports this pt is overcorrected in the left eye following refractive surgery. At two months post-op bcva is 20/30 and ucva is 20/30. Pre-op bcva was 20/15, so this pt also exhibits a 1-line decrease in bcva. Surgeon's target for this pt was plano. The safety and effectiveness of this laser system has not been established for pts with previous corneal or intraocular surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).